Manufacturer narrative:
A second attorney was reported with this event; updated information is as follows: (B)(4).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient suffered injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient suffered injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.